Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files did not indicate a system failure or malfunction and no non-conformity was identified. A log file analysis for the event on (B)(6) 2017 showed that the user was notified by the system on (B)(6) 2017 (display) that service was required. The reason for the notification was a necessary check of the collimator in the system. The collimator was than replaced on (B)(6) 2017 after the event. The collimator was then no longer available for further examination. After a malfunction report from the customer on (B)(6) 2017, the log files were examined. Since the examination of the log files showed no abnormalities, contact was made directly with the hospital staff (medical technology manager and assistant to the management). A subsequent functional test of the system, together with the above mentioned hospital staff, was successfully completed without any abnormalities. The inspection included radiation release and movement of the equipment. The examination of the radiation release was carried out for interventional and diagnostic procedures. In consultation with the clinic staff, the system was released for patient operation. Subsequent monitoring did not reveal any other abnormalities. No further actions are planned at this time.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. During a patient procedure, no x-ray was possible and the collimator was not ready. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.